Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Instrument is stripped.

Manufacturer narrative:
Examination of the returned instrument found the complaint unconfirmed; a functional check with a mating reamer found the two components assembled and disassembled as intended. The tabs are starting to flare outwards. This indicates if used with reamers that have begun to wear on the reamer hudson attachment ends/flats, the worn reamers can rotate within the end of the instrument and facilitate a spreading/tearing of the tabs. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.